Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal and revision of fracture, due to nonunion and four (4) broken screws. Originally, the patient was implanted with the locking compression plate (lcp) tibial plate in (B)(6) 2019 at another facility. There were fragments generated from a broken device. The broken shafts had to be trephined but were removed without difficulty. The procedure was completed with no surgical delay. The patient status was ok. Concomitant devices: unknown screws (part# unknown, lot# unknown, quantity# 2). Locking compression plate (lcp) tibial plate (part# 223.621, lot# unknown, quantity# 1).

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal and revision of fracture, due to nonunion, a broken locking compression plate (lcp) tibial plate and four (4) broken screws. Originally, the patient was implanted with the locking compression plate (lcp) tibial plate in (B)(6) 2019 at another facility. There were fragments generated from a broken device. The broken shafts had to be trephined but were removed without difficulty. The procedure was completed with no surgical delay. The patient status was stable. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity# 2). This report is for one (1) unk - screws: trauma. This is report 4 of 5 for (B)(4).